Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission with episodes of inappropriate automatic mode switch (ams) observed on the pulse generator. Upon examination, it was determined that the episodes were caused by oversensing of atrial lead noise. Programming changes were recommended and were completed by the clinician. There were no patient symptoms reported.